Event description:
In 2004, pt underwent a aaa procedure using a tfb-32-117, tfle-20-71, and tfle-14-88. In 2007, pt underwent an add'l procedure due to a type I endoleak, which had caused the aneurysms to grow. The physician extended both of the iliacs, one of which was extended to the external. Refer to 1820334-2007-00156.

Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review indicated that the event was caused by anatomical changes over time. Cook instructions for use states the following: "after endovascular graft placement, pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft."